Event description:
It was reported that the device was explanted after an implant duration of less than 1 month, due to perivalvular leak. Information learned per response from the surgeon.

Manufacturer narrative:
Device not returned.